Manufacturer narrative:
This report is filed june 26, 2015.

Manufacturer narrative:
(B)(4). Device not yet received by manufacturer.

Event description:
Per the clinic, the patient experienced skin flap breakdown at the implant site (date not reported), resulting in the extrusion of the receiver/stimulator unit. The patient underwent a procedure on (B)(6) 2012, to revise the skin flap and re-patch the blind sac. On (B)(6) 2013, the patient experienced an infection and open wound at the implant site. No additional information was made available. On (B)(6) 2015, it was reported that the patient experienced loss of benefit with device use, due to extrusion of the electrode array. The device was explanted on (B)(6) 2015. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report, (B)(6) 2015.